Event description:
It was reported that the patient's implantable neurostimulator (ins) was overdischarged for the third time. The patient stated that the ins overdischarged due to problems recharging the device. The last time stimulation was felt or the device was recharged was over 12 months ago. The patient also noted that the ins "really wasn't working before" even though, it had been reprogrammed on multiple occasions. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: na. Product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2008, explanted: na, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4). Product type: programmer. (B)(4).